Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was not reported. On unreported dates, the patient began treatment with unspecified injection antibiotics (doses, frequencies, and routes were not reported) and pd therapy was withdrawn during the treatment. It was not reported if the patient was hospitalized for the event. On unreported dates, the peritonitis was resolved, the patient was recovered and dianeal therapy was discontinued. No additional information is available.